Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt was fully functional and able to detect and treat. There was no device malfunction. Device manufacture date. Monitor: reuse; electrode belt: 04/2012 - reuse.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via device download data that a (B)(6) yr old male patient was treated 12 times on (B)(6) 2013. The patient was in hospice care at the time of the event. The lifevest delivered a treatment at 02:56:29 during atrial fibrillation with a rapid ventricular response (163 bpm). A second treatment was delivered at 02:57:11 during nsvt. Nine more treatments were delivered between 03:43:19 and 04:17:16. Following the 11th treatment, the patient's rhythm degraded to bradycardia and asystole. A 12th treatment was delivered at 05:45:19 during asystole with irregular atrial activity. The final post-shock rhythm was severe bradycardia transitioning to asystole. The patient subsequently passed away. Rapid atrial fibrillation and oversensing of cardiac signal contributed to the false detections. The response buttons were not used during the event.